Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. Customer also reported their blood glucose had been high for several days. It was found that changing the infusion set did not resolve the customer's high blood glucose. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly. However, found moisture damage to the keypad traces during visual inspection. No button error alarm noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.